Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed the leak was due to disconnected tubing from valve vl6 to pump pm2. The fse replaced the tubing, resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 2 ml of a contained clear fluid leaked from pump (pm) 2 in a coulter lh 750 hematology analyzer during normal instrument operation. There were partial aspiration error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.